Event description:
It was reported that during a lar procedure, after firing several staples the doctor found the jaw was broken off from the device. Then changed to another one to complete the or. There were no adverse consequences to the pt.

Manufacturer narrative:
Tracking # 454665-0 date sent: 6/12/2006 a1, 2, 3, 4; b 6, 7; d11: information was not provided d4; h4, 6: information anticipated, but unavailable at this time.